Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported non forming staples. Waiting on further info. There was no consequence to the pt. 8/21/98 contact person said staples "just sort of fell out and did not form at all."